Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 23, 2013. Based on qa assessment, the product met specifications at the time of release. Root cause: the system was found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical technician reported that during a procedure the suction was low. It was noted that there may have been a blockage in the cassette/tubing but this could not be verified. The surgery was completed using an alternate system. There was no harm to the patient.